Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is 1 of 2 medwatch reports regarding this event. MFR report number: 3004209178-2016-48066

Event description:
The customer reported via phone call that she had 2 infusion sets and a reservoir leak. Customer stated that she was filling the tubing and insulin was coming out of the end of the tubing on its own. Customer stated that the insulin is squirting out during the manual prime process. Customer stated that they were not wearing the pump during priming. It was explained that the infusion set change resolved the issue. Customer did not save the sets or reservoirs but will be sent replacement sets and reservoirs.